Event description:
It was reported that the device had an electrical reset. It was further reported that three days later that the device was beeping as a result of another electrical reset. The patient had not had surgery or any radiation treatments that might have triggered the reset. The device was reset; programming and charge capacitor were checked and were fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.